Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the thumb advancer and inability to remove the device were confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported failure to deploy the thumb advancer appears to be related to device angle placement. The reported inability to remove the device appears to be related to interaction with the patient tissue. A conclusive cause for the reported patient effects of diminished pulse and thrombosis, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a peripheral stenting procedure. Reportedly, the thumb advancer could not be advanced; the device became stuck in the arterial wall. An incision was made to enlarge the puncture site to remove the starclose se. Surgery was used to repair the vessel. After initial artery repair, arterial flow was very slow, a thrombosis was present. A thrombectomy was performed and surgical suturing achieved hemostasis. Hospitalization was prolonged. There was a reported clinically significant delay in the procedure and therapy. No additional information was provided.